Event description:
On (B)(6) 2014, the reporter contacted animas alleging a labeling/packaging (literature not comprehensible) issue. The rerpoter indicated that the patient was referencing a document instructing them on how to fill the cartridge. It was reported that the instructions to fill the cartridge and to get bubbles were out not clear. During troubleshooting, it was determined the reporter had interchanged the cartridge and bottle thinking both described the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The referenced document provides a visual representation of the cartridge as well as the insulin bottle in order to provide a differentiation between the two. The step in question indicates to push the blue handle (on the cartridge) forward so bubbles slowly go into the insulin bottle. The blue handle is attached to the cartridge in a previous step outlined in the document. No further conclusions can be made at this time.